Event description:
The device was implanted in 2001. In 2003, the manufacturer was informed that the pt had been admitted to the hospital for high pra's and to receive medical treatment. That day, the pt was ambulating in the hall of the hospital on battery power and the system controller started alarming yellow wrench and red heart. The pt immediately switched to pneumatic actuation with the hand pump, notified hospital personnel and the hospital staff called in transplant coordinator. The pt was placed back on electric actuation and connected to the system power base unit (pbu) with a new system controller and continued to obtain red heart and yellow wrench alarms. The pt was returned to pneumatic actuation via the hand pump and eventually pneumatically acturated with a stroke volume limiter and drive console. Pt remained stable throughout event. Treatment options were discussed. 2 weeks later, the manufacturer was informed that testing performed by the hospital revealed that the pt's native heart had recovered sufficiently and the hospital made the decision to remove the device. The device was removed in 2003, and since device removal the pt is being supported by their native heart only. The device has been returned to the manufacturer for analysis.